Manufacturer narrative:
(B)(4). Date sent: 4/3/2026 d4: batch # z7046x d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er420 device revealed that the jaws were misaligned. During functional testing to replicate the reported incident, the instrument was cycled and, as a result of the jaw misalignment, fed and formed six (6) scissored clips before locking out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch z7046x number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. How many patients/procedures were involved? Unknown 2. How many devices were involved in each procedure? This is not clear out of the description. Both options are possible. Could be used in one or three procedures. 3. What was the issue with each device? Only one we know this was that the clips were shearing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clips scissored when fired. No patient consequences were reported.